Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" according to the customer: "when did the failure occur: during therapy reason of complaint: alleged overinfusion on the (B)(4) 2023. Fentanyl medication, 50cc terumo syringe. Rate @ 1ml/hr per nurse operating on the pump mentioned that the syringe was changed on 1852 hours, loaded with a syringe with volume of 45ml and entered 45 ml vtbi on the pump. On 2008 hours, vtbi was observed to be 44ml. On 2101 hours, vtbi was observed to be 43ml but the actual syringe contained only 31ml. (A discrepency of 10ml) according to the reporting nurse. Patient condition was not affected, no medical intervention required.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The history files were analyzed. No pump was sent to melsungen for investigation. On the (B)(6) 2023 at 06:51am the syringe terumo was selected. After the plunger of the syringe was catched by the drive head the value of 13812 was set in the history files. According to the value a volume of approximately 35ml was inside the syringe. After the volume of 45ml was set, the therapy was started with 1ml/h. The complaint is not confirmed. Instead of 45ml only 35ml were in the syringe at start of the therapy.